Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with 20lb weight gain in spite of diuretic compliance including metolazone as necessary. The patient experienced right heart failure. The patient was admitted for IV diuretics.

Event description:
It was further reported that right heart failure existed pre-lvad implant as the patient had severely depressed right ventricular ejection fraction (rvef) 11% on (B)(6) 2022. It was unknown if the device was related or contributed to the issue. The patient continued to have severely dilated right ventricle (rv) with severely reduced systolic function on (B)(6) 2022. Patients' symptoms were increased including fatigue, weight gain, fluid retention, and dyspnea. Diuretics have relieved some symptoms. Healthcare provider is monitoring patients' volume status and medication management as outpatient as tolerated.

Manufacturer narrative:
Related MFR # 2916596-2022-14487. Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also outlines indications of right heart failure, as well as possible treatments. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Right heart failure is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.